Manufacturer narrative:
(B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during broaching for the tibial sleeve, the attune revision broach handle kept disconnecting from the broach. This is the first time that both of the broach handles have been used.